Manufacturer narrative:
The pump alarmed button error followed by unresponsive buttons due to the corroded keypad traces. The pump was received with a cracked case at the display window corners and display window. The pump was also received with a minor scratched lcd window, a stained end cap sticker, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the pump. Customer went to take a bolus and he noticed that none of the buttons were working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer decided to bypass the troubleshooting for the keypad anomaly.